Event description:
It was reported that during a ptca/stenting treatment procedure, the choice pt guide wire fractured. The pt was asymptomatic during this event. The lesion being treated was in a small second diagonal branch of the left anterior descending coronary artery. The physician first treated a lesion in the obtuse marginal coronary artery, using a bmw guide wire to cross the lesion and deploying a 2.5 x 13 cypher stent at 14 atms. A lesion in the left anterior descending coronary artery was then treated with a 3.0 x 33 cypher stent after being pre-dilated with a 3.0 x 20 maverick balloon. Access to the second diagonal branch could not be maintained, and multiple attempts to reenter the small vessel with a bmw guide wire were unsuccessful. The bms guide wire was removed and a choice pt guide wire was advanced, but was unable to cross the lesion. The procedure was stopped and choice pt guide wire was withdrawn from the pt when it was noted to be fractured. It is noted that resistance was met with insertion of the choice pt guide wire. Both portions of the guide wire were retrieved from the pt. No pt injuries or complications were reported. Pt status is reported as 'good'.